Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explanted date: few years back.

Event description:
It was reported that the patient was experiencing inadequate stimulation and burning sensation following a revision procedure (MFR report #: 3006630150-2015-00134). The patient underwent an explant procedure and the device will not be returned.